Event description:
The following was reported to davol by the pt: (B)(6) 2011 - pt was implanted with bard soft mesh. The pt reported that he developed pain following implant. He saw the implanting surgeon, and a CT scan was ordered. Nothing was visible on the CT, but the surgeon felt what he thought was fluid around the mesh. The pt was given antibiotics, and stated that he had some relief following antibiotics, but the pain was returned. The pain has an increasing sharp intensity, and it radiates down his leg.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt did not allege a specific device failure and medical records have not been provided. We have been in contact with the pt and have requested additional info. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. The pt reported that a CT scan may have indicated some fluid surrounding the mesh and he was put on antibiotics. Infection has not been alleged however, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the mesh remains implanted. At this time the source of the pt's pain cannot be determined, to be caused by the implanted device. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.